Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. An alarm log review, service history review, visual inspection, and functional testing were performed. The damaged battery was identified during visual inspection. The cause of the condition was determined to be a blown fuse. To correct the condition, the battery and fuse were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.